Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a dim display. No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 05/16/2019, date rec¿d by MFR : 05/26/2019. The customer replaced the user interface assembly to address the reported dim display. Failure analysis on the returned user interface assembly shows that the failure (burn out) of cathode fluorescent resulted in dim screen/unresponsive brightness control. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.